Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, broken battery cap, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, cracked end cap, scratched keypad overlay and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 120 mg/dl at the time of the incident. Customer stated the middle of the screen was crushed when it got caught in the door of their vehicle. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.